Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Approximately 90 minutes post-procedure, the patient developed an effusion which led to cardiac tamponade. A pericardiocentesis was performed with a drain placed. The patient was expected to make a full recovery and was discharged.